Manufacturer narrative:
The review of the result files indicated: crrs3 strip lot r064 exp. 12/22/09. 0 strip 1 well 1=1 ( donor heterozygous for kell ). 0 strip 1 well 2=0 ( donor kell negative). 0 strip 1 well 3=0 ( donor kell negative). 4+ strip 1 well 4=100 image appears positive. New sample was drawn from same patient. Crrs3 strip lot r064 exp. 12/22/09. 0 strip 2 well 1=1 ( donor heterozygous for kell )image appears negative with a halo in the background. 0 strip 2 well 2=0 ( donor kell negative) image appears negatve. 0 strip 2 well 3=0 ( donor kell negative) image appears negative. 4+ strip 2 well 4=100 image appears positive. Confirmed the reactivity of the k antigen on retention crrs (3), lot r064, with anti-k. Screen testing was performed with customer's patient sample (reportedly anti-k), using retention crrs (3), lot r064 on in-house echo. Sample was nonreactive with all cells tested. Hemagglutination tube testing was performed with customer's patient sample using selected k+ and k- cells from retention panocell-20, lot 36670. Testing was performed at all temperatures. Sample exhibited +w and 2+ reactivity with k+ cells and was nonreactive with k- cell.

Event description:
Customer reported an unexpected negative result during validating testing on the echo. A known a positive patient with anti-k was tested using capture-r ready screen 3 (crrs 3) on the echo and the anti-k was not detected.